Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm and power loss alarm. Customer's blood glucose value was unknown. Customer stated that the insulin pump had a battery failed alarm. Customer cleared battery failed alarm by inserting new fully charged battery. The customer assisted with troubleshooting. The device will not be returned for analysis.